Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 01/21/2021. An investigation was conducted on 01/29/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Blood and charred material was observed on the heater wire. The clear silicone insulation was observed to be bluish in color. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip due to normal clinical use. An electrical evaluation was conducted on the harvesting device. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It did not power on. An engineer evaluation was conducted on 02/03/2021, and concluded on 03/09/2021. The complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (cvh-4030). When the on/off power switch on the hemopro power supply (c-vh- 3010) was toggled to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is not normal. The electrical continuity of the complaint vh-4000 hemopro2 tool was tested using the complaint lab¿s multimeter (calibration ID# (B)(4)). The electrical continuity of the complaint vh-4000 hemopro2 tool was tested with the toggle on the handle of the complaint device pulled back to the activation (power on) position. The result was no electrical continuity through the complaint device which is not normal and indicates a break in the electrical circuit in the complaint device. During the external examination of the complaint vh-4000 hemopro2 tool it was observed that the normally clear colored silicon rubber on the jaws had been stained a dark blue color from exposure to an unknown substance. Additionally there was evidence of clinical usage observed on the heating elements of the jaws. After opening the handle it was observed that there was the presence of an unknown dried dark blue substance along with dried blood on the inside of the handle that started at the end of the filter closest to the handle toggle and extended to the rear of the handle. The toggle was removed from the handle to expose the switch inside the handle. It was observed that the outside surface of the switch was completely coated by an unknown substance. Using the complaint lab¿s multimeter (calibration ID# (B)(4)), the electrical continuity of the switch was tested between the common (c) and normally open (no) terminals with the switch¿s level press down in the activated position . The result was no electrical continuity which is not normal and indicates a problem with internal mechanism of the switch. The cover on the switch was removed to examine the internal mechanism of the switch. It was observed that the unknown substance that coated the outside of the switch had also gone inside the switch. The internal switch contacts were examined under magnification. The switch contacts were found to be coated and corroded by the unknown substance that had gone inside the switch. See figure 7 and 8. The corrosion and contamination on the switch contacts was preventing electrical current from flowing between the common (c) and normally open (no) terminals when the switch¿s level was press down in the activated position. See attached email with photographs in regards to the engineer evaluation. Based on the returned condition of the device and the evaluation and engineer evaluation results, the reported failure "electrical issue" was confirmed as well as for the analyzed failure "contamination/decontamination problem". The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10, h11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #(B)(4). Updated sections: g4, g7, h2, h6, h10.